Manufacturer narrative:
Visual assessment of the inserter showed the inner shaft to be twisted and the distal end has broken off. After the evaluation the root cause for the reported issue could not be determined. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a hip arthroscopy with labral repair the metal inserter broke off in the anchor. The metal inserter was removed with graspers. A backup was not required to complete the procedure. There were no reported patient injuries. No other complications were noted.